Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that loss of capture was noted on this right ventricular lead. The lead was removed and it was not possible to retract the helix of the lead. The lead was returned for analysis, while the device remains implanted. No adverse patient effects were reported.